Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Patient is experiencing spasms during refill. Within 30 min of filling the pump patient goes into lower extremity convulsive spasms. Patient given ativan in response. Takes approximately 24 hours for spasms subside and two days to recover. Patient is scheduled for revision surgery on (B)(6) 2016 at (B)(6) hospital in (B)(6). Patient said he is starting to notice signs of low drug earlier in the refill cycle than he previously had.

Manufacturer narrative:
Upon completion of the investigation it was noted that the visual examination of the exterior surfaces of this pump did not reveal any anomalies including metallurgic defects on the metal surfaces. The center septum revealed several penetration marks throughout. There is no evidence of cuts or damage on the silicone surface. The catheter had been cut close to the strain relief. The catheter was not tied or clamped at the distal end when received. Visual evaluation of the distal end of the catheter revealed a clean and open flow path. Also received a catheter anchor, 5 inch segment of silicone catheter and a 24 inch segment of flex tip catheter both attached to a metal connector and a catheter anchor. The flex tip catheter was badly damaged distorted. The inner coil was stretched and the outer sheath was torn. The exact cause of catheter damage could not be verified. However, aggressive handling and/or excessive pulling of the flex tips catheter can result in this type of damage. All catheter segments could be flushed with no resistance, confirming patency. The reservoir was emptied; less than 1 ml of clear particle free fluid was collected from the reservoir. The bolus pathway could be flushed with no resistance. Clear, particle free fluid was collected. There was no evidence of leakage when flushing and pressurizing the bolus pathway and catheter, leaks were not found. Leakage was also not found when filling the pump with fluid, this pump appears to be leak tight. The pump was filled with 30mls of bacteriostatic water and placed in a 37 celsius water bath for flow testing. This pump flowed 0.43mls/day, 80% of the manufactured follow rate of 0.53mls/day. This flow rate is slightly slower that the specification (85% to 115%) of the manufactured flow rate. The slow flow condition encountered in the laboratory may be associated with air being introduced into the pump flow path during shipping. The catheter flow path was not clamped prior to shipping or due to partial flow obstruction of the capillary flow path and/or filter material with drug precipitate, however; this was not confirmed. A review of the device history records indicated that this pump met all testing requirements during manufacturing processes. We will continue to monitor for this or similar complaints for this product code. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.